Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
Knot found in power triaylsis catheter tubing. The knot was discovered during insertion and the pt was taken to the operating room for removal. The pt coded, from hypoxia, while waiting for the surgeon. Resuscitation was successful and the pt was discharged from the hospital 11 days later.